Event description:
A defibrillator was charged in a cardioversion attempt. The defibrillator reached a charge ready condition. Reportedly, the defibrillator displayed connect electrodes at this time, and would not discharge energy to the pt. The reporter stated one of the staff in attendance noted the lead wire from one of the attached combination electrodes was totally separated from the body of the electrode.